Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprostheses instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment using gore® excluder® aaa endoprostheses for abdominal aortic aneurysm. On (B)(6) 2019, a distal type I endoleak was observed in the left limb. The cause of the distal type I endoleak was unknown. The patient underwent reintervention to extend the contralateral leg component distally using two additional devices. The patient tolerated the procedure.